Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for the sample kits via email on 3/13/2023. There has been no response to this recommendation as of the date of this report.

Event description:
Customer reports device tubing is dirty and sent photos for evaluation.